Manufacturer narrative:
Final analysis confirmed the reported backup vvi operation. The root cause of the anomaly could not be determined.

Event description:
It was reported that the asymptomatic patient presented for a routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The patient had a mammogram recently. After a device software download, normal device function resumed. On (B)(6) the patient presented to the clinic experiencing palpitations. Upon interrogation the pulse generator exhibited backup vvi operation. The device software was downloaded which restored normal device function. On (B)(6) 2015 the device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.